Event description:
A consumer reported blurred near vision and feeling off-balance following unilateral intraocular lens (iol) implant surgery. The surgeon provided the pt with a prescription for near-sighted vision correction and recommended that she have the same type of iol implanted in the fellow eye. Add'l info has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints rec'd for this lot number. Add'l info was requested on 02/01/2007 by mail and fax and on 01/30/2007, 02/02/2007, 02/16/2007, and 02/21/2007 by phone.